Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3007215625-2024-00466-02. Aware date should have been listed as 18dec2024.

Event description:
Allergan aesthetics received additional information of a patient treated with coolsculpting. Clinic reported liposuction completed to hips, abdomen, flank and lower back. Additional area reported, under arms (axilla) treated with coolsculpting developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated chest, sides of chest, flanks, abdomen, back during multiple sessions during the year of 2018-2019 with coolsculpting developed paradoxical hyperplasia (ph). Liposuction of the abdomen (B)(6) 2023.

Event description:
Allergan aesthetics received additional information of a patient treated with coolsculpting. Clinic reported liposuction completed to hips, abdomen, flank and lower back. Additional area reported, under arms (axilla) treated with coolsculpting developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (ph).